Event description:
The customer reported that the unit failed the battery test and the battery became swollen. After the customer replaced the battery with a non-philips battery, it also failed the battery test and the non-philips battery became swollen. There was no report of any patient involvement.